Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and morphine at unknown concentrations and dosage via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient's pump was removed for an infection occurring on (B)(6) 2016. No out of box failures were reported. No medical or therapy problems associated with small parts were reported. No further complications were reported.